Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during testing during an implant procedure, the lead did not appear to transmit sensing to the electrogram while connected to the programmer. The lead was not implanted and an alternative lead was placed. No patient complications have been reported as a result of this event.